Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported that the leakage from the connection between syringe and max zero, started using max zero on 2 september, implementation of continuous infusion from the same day, leakage from the connection after the syringe and max zero were mated on 9 september.

Manufacturer narrative:
Investigation result: one mz1000 sample was received for investigation, in which the customer reported "leakage from the connection between syringe and max zero" after 7 days of use. No packaging was received with the sample; however, the customer has indicated that the lot number was 24025827. The sample was received with a 10ml luer lock syringe; however, there were no identifiable brands on the syringe, and no packaging was returned with it. The returned sample was subjected to leakage testing in order to replicate the customer's experience; leakage was observed from a crack in the female luer of the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot: 24025827 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the mz1000 product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.